Manufacturer narrative:
(B)(4). Disengaged closure trigger spring the analysis results found that one device was returned with no visual non-conformances and with out a reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was noted to be damage. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. At the sixth cartridge, the stapler didn't cut nor staple. Tissues were driven out of the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.